Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to power on. A field service engineer (fse) checked all power cords and cable connections and identified a faulty half-height cubie drawer that prevented the station from powering up. The half-height cubie drawer controller board was replaced. Post-replacement testing confirmed that the station powered up successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station would not power on. The station was plugged in, and the outlet was providing power. Both ends of the power plug were fully seated, and when the power switch was toggled on, a clicking sound was heard; however, the station failed to power on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.